Event description:
Internal beckman coulter inc. (Bci) study of ambient temperature affects on the unicel dxi 800 access immunoassay system showed that dose values changed with ambient temperature. The study included all configuration of the dxi 800 instrument and was done across the temperature range of 18-31 celsius. Three (3) patient samples with normal values of 0.1, 0.5, and 2.0 ng/ml were generated. Upon recur at a customer site, the possibility of erroneous patient results being generated does exist.

Manufacturer narrative:
A clear root cause has not been determined to date for this event. This reportable event was identified during a retrospective review of complaints for additional reportable events.